Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. The DHR was reviewed and no complaint related issues were found. The product evaluation visual inspection revealed an old and used looking device but still functional. Item cannot be evaluated by the service and repair department. We do not have the proper tools or gauges at this time. We also cannot re-create the conditions at the hospital. Therefore this complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
It was reported that there was a brownish-black substance that is excreting out of the handle of the instruments. The instruments were not taken into the or, and there was no patient involvement. This is 2 of 3 reports for this event.

Manufacturer narrative:
This device was used for treatment, not diagnosis. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 05-aug-1996.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.